Event description:
Caller reported a cgm malfunction with error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a pump reset, and after the reset, the error did not reappear. The caller successfully restarted their sensor session.